Manufacturer narrative:
The device, used for in treatment, were not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. This device is a single use, patient specific instrument; possible causes could include but not limited to new design, feature, or failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during an 11.5 x 360 mm metatibia nail procedure, the nail was placed according to the described surgical technique, and in the distal blocks two 5.0 x 30 mm low-profile titanium screws were placed. Then, after checking with image intensifier that they need to be inserted further, when using the screwdriver the doctor reported that the tip of it was rolled, thus making it difficult to grip the screw. The procedure was finished using the same device and this caused a 5 minute delay. No damage was caused to the patient. Patient's condition is stable.